Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The territorial manager reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was unknown. The territorial manager stated that she had a customer with a blank screen and was off therapy for a month. The customer told her that she called to report the issue but there were no notes in the customer's account of the calls. The territory manager was advised that the customer would have to call back with the pump information to troubleshoot the blank display. Troubleshooting was not performed. The device was not returned for analysis.